Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a luer lock collection set. The customer reports that the tip of the needle broke into the injection cap leaving it open to air. Another PICC line will have to be placed and the pt will have to go back to the hospital for the procedure. No ill effect to the pt otherwise.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.